Event description:
It was reported that following the implant of a transcatheter valve using the left subclavian artery approach, the implant depth was 4 millimeters (mm) on the lower end of the non-coronary cusp (ncc), and 5 mm on the lower end of the left coronary cusp (lcc). An echocardiography was performed that revealed paravalvular leak (pvl) of unspecified severity. A 0.35 inch non-medtronic (technowood) guidewire was inserted into the pigtail catheter to remove the pigtail catheter attached to the ncc leaflet. The tip of the guidewire folded back from the sinus of valsalva (sov) to the midline of the ascending aorta. When the pigtail catheter was pulled to the ascending direction and the guidewire was pulled, the outflow strut of the transcatheter valve became stuck approximately 30 centimeters (cm) from the tip of the guidewire. Subsequently, the valve dislodged to the ascending aorta. Therefore, a snared was used to hold the dislodged valve and a second transcatheter valve was implanted in the annulus. Upon removing the snare, the first valve further dislodged to the aortic arch. The dislodged valve was snared again to the descending side of the brachiocephalic artery and the procedure was completed. Following the implant procedure, an x-ray was performed that revealed the dislodged valve had migrated further into the ascending aorta. Subsequently, another attempt was performed to snare the valve to the aortic arch and the procedure was completed. It was reported that 4 days following the implant procedure, the dislodged valve remained fixed at the aortic arch and did not further migrate, and the patient was placed on observation. Additionally, the patient experienced a shower embolism and was unconscious.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b5. D4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed using an 20 mm and 18 mm non-medtronic balloon. Per the physician, the left subclavian artery was used as the access site and the patient's ascending aorta was dilated. The deployment starting point was at the lower end of the pigtail catheter. After dislodgement, the valve moved to the ascending aorta at a negative depth. The stroke was reported as ischemic, and the patient did have permanent impairments in result. Per the physician, the stroke was related to the valve but not related to the dcs. It was noted that the first valve and procedure time caused the stroke.

Event description:
It was reported that following the implant of a transcatheter valve using the left subclavian artery approach, the implant depth was 4 millimeters (mm) on the lower end of the non-coronary cusp (ncc), and 5 mm on the lower end of the left coronary cusp (lcc). An echocardiography was performed that revealed paravalvular leak (pvl) of unspecified severity. A 0.35 inch non-medtronic guidewire was inserted into the pigtail catheter to remove the pigtail catheter attached to the ncc leaflet. The tip of the guidewire folded back from the sinus of valsalva (sov) to the midline of the ascending aorta. When the pigtail catheter was pulled to the ascending direction and the guidewire was pulled, the outflow strut of the transcatheter valve became stuck approximately 30 centimeters (cm) from the tip of the guidewire. Subsequently, the valve dislodged to the ascending aorta. Therefore, a snared was used to hold the dislodged valve and a second transcatheter valve was implanted in the annulus. Upon removing the snare, the first valve further dislodged to the aortic arch. The dislodged valve was snared again to the descending side of the brachiocephalic artery and the procedure was completed. Following the implant procedure, an x-ray was performed that revealed the dislodged valve had migrated further into the ascending aorta. Subsequently, another attempt was performed to snare the valve to the aortic arch and the procedure was completed. It was reported that 4 days following the implant procedure, the dislodged valve remained fixed at the aortic arch and did not further migrate, and the patient was placed on observation. Additionally, the patient experienced a shower embolism and was unconscious. Additional information was received that one day following the valve implant, a cerebral infarction was observed and no treatment was reported. Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed using an 20 mm and 18 mm non-medtronic balloon. Per the physician, the left subclavian artery was used as the access site and the patient's ascending aorta was dilated. The deployment starting point was at the lower end of the pigtail catheter. After dislodgement, the valve moved to the ascending aorta at a negative depth. The stroke was reported as ischemic, and the patient did have permanent impairments in result. Per the physician, the stroke was related to the valve but not related to the dcs. It was noted that the first valve and procedure time caused the stroke. Additional information was received that the patient exhibited a vegetative state in result of the stroke. Additional information was received that the cause of the stroke was considered to be due to the valve dislodging into the ascending aorta, and there were no environmental factors that contributed to embolus formation.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient exhibited a vegetative state in result of the stroke.

Manufacturer narrative:
Updated data: b5 h6. Corrected data: h8 - usage of device corrected from blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that one day following the valve implant, a cerebral infarction was observed and no treatment was reported.